Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the fiber glass cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 4 minutes and 14,512 joules of use. The procedure was completed using a second surgical fiber. Outcome: "fine" - there was no injury reported. Gland volume 28 ml.